Event description:
Vas cath inserted via right internal jugular site on 11/12/1999. Good blood flow from both ports. Chest x-ray negative for pneumothorax. Procedure completed at 4:55pm. Pt found at approx 5:20pm with large amount of blood on right side. Pt confused but awake. Both ports of vas cath with clamps closed. Adapters not present on either port. Blue port had blood coming from it. Adaptors applied. Bleeding stopped. Pt became unresponsive. Pt without respirations and pulse. Code blue called. Resuscitation unsuccessful. Pt pronounced dead at 5:54pm by doctor. Physician unsure of size (20cm or 15cm) but sure that curved catheter was used. Initial investigation by director of risk management revealed that pt possibly had unclamped clamp on vas cath and then reclamped prior to nurse arriving in room. During further investigation it was discovered that the nurse actually saw the clamp on the blue port of the vas cath clamped and blood coming from the port which suggested failure of the clamp on the blue port line. The family of the pt refused an autopsy and the line was not kept. This report is being filed based on the findings of further investigation and the possibility of the clamp not functioning.